Event description:
It was reported that the customer had a failed battery test alarm on the insulin pump. Customer put in a new battery and noticed that one the springs had moved in the battery cage. Customer's blood glucose level was 84 mg/dl. Customer was advised to clear the alarm. Troubleshooting was performed for the failed battery test and it was found the spring was damaged. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No failed battery test alarm could be verified due to a blank display. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.